Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported that the sound is intermittently fading in and out when using the device. This occurs even when using two different audio processors. The cable and microphone cover were exchanged but the issue was not resolved.

Event description:
The user reported that beginning on (B)(6) 2019 the sound is intermittently fading in and out when using the device. This occurs even when using two different audio processors. The cable and microphone cover were exchanged but the issue was not resolved. Reimplantation is being considered but no date has been confirmed.

Manufacturer narrative:
As per the complaint information and the manufacturer_s experience with this kind of device, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. In addition in situ measurements show an increasing number of channels with high impedance. To determine an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics failed. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Other damages found during investigation are most likely related to explantation surgery. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
The user reported that beginning on (B)(6) 2019 the sound is intermittently fading in and out when using the device. This occurs even when using two different audio processors. The cable and microphone cover were exchanged but the issue was not resolved. The user was re-implanted.